Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown tfn helical blade. Part and lot numbers are unknown. UDI is unavailable. Device is still implanted as of date of this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the helical blade from a trochanteric fixation nail (tfn) system ¿cut out of the patient¿ (migrated). The patient was scheduled for revision surgery on (B)(6) 2015; however, the surgery was cancelled due to the patient experiencing atrial fibrillation. The original date of the device implant, extent of device migration and future plans for revision surgery are currently unknown. This report is for one unknown tfn helical blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.